Manufacturer narrative:
Qn#: (B)(4). The customer returned a guide wire and other various components for evaluation. The end cap was not returned, and the kit itself was not returned. There was no evidence of use on any of the returned components. The guide wire was observed to have two kinks towards the middle of the body. During normal assembly, the both kinked portions of the guide would have been located inside the advancer tube, protecting it from damage. The distal j-bend was intact. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks measured 200mm and 325mm from the distal tip. The overall length of the guide wire measured 602mm which is within specification of 596-604mm per product drawing. The outer diameter of the guide wire measured 0.803mm which is within specification of .788-.826mm per product drawing. The guide wire was advanced through the returned ars and returned catheter to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed and no relevant manufacturing issues were identified. The report that the spring wire guide was found to be kinked prior to use was confirmed through visual examination of the returned sample. During normal packaging, the portion of the guide wire that kinked would have been located inside the advancer tube, protecting it from damage. Therefore, it cannot be confirmed when the guide wire was kinked. The root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Before performing the procedure, md checked the product and found that the swg was bent. The md could not proceed with the procedure. A new device was used to perform the procedure.

Manufacturer narrative:
(B)(4).

Event description:
Before performing the procedure, md checked the product and found that the swg was bent. The md could not proceed with the procedure. A new device was used to perform the procedure